Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an event of unable to get medication due to the inability to connect an intravenous (IV) tubing to a one-link IV connector. The cause of the connection issue was not reported, further described as ¿there were no physical irregularities with the product.¿ the patient was being treated in the emergency department for an unreported indication. At the time of the event, the patient was intubated and the drug to be infused was propofol. The propofol was in a glass container (not further specified). It was reported that a registered nurse was unable to connect an unspecified IV tubing to the one-link IV connector and therefore, the patient was unable to receive the propofol. As a result, medical intervention was required to prevent the patient from requiring extubation, due to the lack of sedation. The patient was treated with an additional bolus dose of sedative (not further specified). No further information was provided regarding the patient¿s outcome from the event. No additional information is available.